Event description:
The critical care clinical educator reports the pt has a pressure ulcer to his anoderm area that was noted when the flexi-seal fms was removed, however when it developed is unk. The flexi-seal fms was placed on (B)(6) 2014 and was removed on (B)(6) 2014 because the pt's stool became formed.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Add'l pt and event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).